Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose greater than 500 mg/dl with symptoms of frequent urination. The reporter stated that there were air bubbles present in the cartridge. The reporter reviewed the patient¿s technique with a customer technical support representative and found that the cartridge plunger was not being cycled. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of use error of the cartridge.